Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the upstream occlusion error doesn't continue volume, it just flashes upstream occlusion error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that during testing the upstream occlusion error doesn't continue volume, it just flashes upstream occlusion error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant events found in event history log. Complaint of ¿upstream occlusion error, doesn't continue volume just flashes upstream occlusion error¿ cannot be confirmed through verification testing or and log/alarm history. Performed downstream occlusion (dso) upstream occlusion (uso) sensor calibration. Device passed all testing criteria.

Event description:
It was reported that during testing the upstream occlusion error doesn't continue volume, it just flashes upstream occlusion error. There was no patient involvement.